Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was being prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2025. During unpacking, it was noticed that the packaging was open when taken out of the box. It was reported that the sterile seal was compromised, and the packaging seals were not intact. The product was not used in the procedure and the procedure was completed with a different device. There were no patient complications reported as a result of this event.